Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, with a > 45 and <90 degree bend target lesion was located in the moderately tortuous and mildly calcified left circumflex artery (lcx). A 2.25x12mm promus element¿ plus drug-eluting stent was advanced to treat the lesion; however, during the procedure, a dissection on the distal edge of the stent was noted. The physician used another stent to seal the dissection and the procedure was completed. No further complications were reported and the patient's status was stable.